Manufacturer narrative:
The returned device was evaluated and the pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 250 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include diarrhea and vomiting. The patient applied a new pod prior to going to the hospital. Once at the hospital the patient was diagnosed with hyperglycemia, high blood pressure, and a digestive disorder. The patients pod was removed and the patient had blood work performed. The patient was treated with manual insulin injections as well as an insulin drip. The patient was prescribed ondansetron (4 mg) to taken once every 8 hours. The patient was discharged from the hospital after 7 days.